Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the remote monitoring system detected a condition in the device that may indicate a compromised therapy situation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from a clinician indicates that the remote monitoring system was deactivated and the patient comes into the clinic for follow-up appointments. The clinician indicated that the patient's device was checked and all measurements were within normal limits. The clinic plans to continue regular follow-up appointments and there were no adverse patient effects. This device remains in service.